Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2010. Post-operative radiographs taken at a follow-up appointment in the doctor¿s office revealed that the glenosphere had disassociated from the glenosphere baseplate. During procedure on (B) (6) 2010, excess bone from below the baseplate was removed. Product was not replaced. No further information has been reported to date.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2010. Post-operative radiographs taken at a follow-up appointment in the doctor¿s office revealed that the glenosphere had disassociated from the glenosphere baseplate. During procedure on (B) (6) 2010, excess bone from below the baseplate was removed. The taper adaptor was removed and replaced, however, the baseplate was not replaced. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).